Manufacturer narrative:
(B)(4). Batch # t5an0m. Investigation summary: the analysis results found that a pve35a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number (t5an0m), and no non-conformances related to the reported complaint condition were identified

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, it was found that the packaging "blister was cut''. Used another device and there was no patient consequence.